Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. During the evaluation of the device by a philips remote service engineer, a pressure sensor mismatch error code was found in the device's error log. The device software has detected a large pressure drop between the monitor and the outlet pressure sensors. The blower assembly, blower bellow seal, blower cap, blower chassis plate, blower mount, cover, filter, cup, flow sensor, housing, o2 blending module assembly, o2 connector, panel, system board, screw kit, tubing, valve proportional, valve three-way, and solenoid valve all need to be replaced to resolve the issue. Additionally, an inlet filter blockage and multiple patient circuit tubing alarms were found in the device's error log. These are related to an obstruction to the gas pathway or patient circuits.